Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the recharger and the rectangle on the recharger cord was getting very hot. Patient stated it burnt the area on her skin where she put the recharger. Patient noted she used the belt, so the recharger was not directly on the skin. Prior the call, patient stated she called her ¿tech¿ and recommended she got the rym replaced. It was reviewed considering changing the recharging temperature and speed. Patient services reviewed that patient might want to consider changing the charging speed and patient didn¿t want to change anything at this time. Patient mentioned she was still working to get the device set to where it helped her. A replacement recharger would be sent. It was noted recharger got hot and burnt her skin. Additional information was received from patient on (B)(6) 2019. Patient stated patient had a burnt area, recharging disc outline burn on patient¿s skin. It was noted rep had not seen patient. Rep stated patient was set at 4 for recharging speed and patient was using a thin cotton t-shirt between recharger and skin. It was reviewed considering changing the recharging temperature and speed, suggested changing the speed from 4 to 3. There was sign of skin irritation as burnt. It was reviewed placing thin garment between antenna and skin, changed charging temperature and speed. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. Analysis of the recharger (serial # (B)(4)) found that no anomalies with recharger. If information is provided in the future, a supplemental report will be issued.